Manufacturer narrative:
Follow-up #1 - device evaluation: the device has been returned and evaluated by product analysis on 11/03/2015 with the following findings: a review of the black box data showed no unexplained reboots on the reported event date. A visual inspection of the pump was performed and no damage was found to the battery compartment or returned battery cap. The battery cap contact dimensions measured within specifications. The pump powered on with the returned battery cap and was exercised for 24 hours with no issues. The pump cover was opened and no internal defect was found. The complaint was not duplicated during testing. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.